Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was 140 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.